Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 60 stapler to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a blocked radio frequency identifier (rfid)-chip due to the use of the manual release knob. A check of the master supervisory controller (msc) logs revealed the following code entries: 22027 - grip release tool detected 26008 - instrument manual grip release misuse 282 - tool invalid reason: tool force expired after resetting the rfid-chip, the instrument was recognized by the system again. The instrument was placed and driven on an in-house system: - the instrument passed the recognition and engagement tests. - the instrument moved intuitively with full range of motion in all directions. - the instrument grips opened and closed properly several times. The instrument passed the clamping test and the firing test passed. The instrument was fully functional. No product issue was longer identified. The probable root cause of the customer-reported issue is that the instrument¿s rfid chip became blocked due to misuse of the manual release knob while the instrument joints were in a locked state. The blocked rfid chip prevented the system from recognizing the instrument until it was reset. The universal surgical manipulator was returned for fa. Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. As a result of these findings, failure analysis was able to conclude that the carriage axes controller, carriage logic (accl) and axes controller, carriage rfid (accr) were found to be the potential root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the sureform 60 stapler, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined. A review of the logs associated with this event has been performed. Logs show pn 480460-12, ln k13250116-0128, was used first, and it was installed on the system 2x and fired 1 white reload. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, a blue reload was installed and the first clamp was successful. There were no events following the completed clamp. Approximately 2 minutes after the completed clamp was initiated the grip release tool was detected on the instrument, represented by error code 22027. As the e-stop was not pressed prior to use of the grip release, error code 26008 was also seen in the logs at the same timestamp. As a result of the grip release use, the instrument was force expired by the system to prevent further use. The expiration and 3 subsequent install attempts with the expired instrument led to 4 instances of error code 282 in the logs. The instrument was then removed and not used in the procedure again. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer reported two sureform staplers were not working on arm 3. Customer stated they both had different problems while clamping, as one stapler did not close the grips, and the other did not release the grips. Customer stated, all staplers did work on arm 4, when moved to another arm. An intuitive surgical, inc. (Isi) technical support engineer (tse) explained that the issue could also be a drape issue or a sensor pin issue. Customer was not willing to use another instrument on arm 3. Customer stated several times, that there were already problems with arm 3 instrument engagement before, over several procedures. None of that could be found in the error logs. No hard errors, only engagement issues like error 282. Surgery continued as planned. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The movements of the surgeon did not scale appropriately to the instrument. The instrument moved in the intended direction. The timing of instrument movement was appropriate. There was no shakiness and/or friction experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent, and the new sureform stapler and showed the same functional limitations on the arm. The lot number of the drape that the instrument was attached to is not known. There was no injury to the patient as a result of the event. The device was inspected prior to use and tested, with no damage. The instrument is available for return to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The issue occurred approximately 120 minutes after the cut. The jaws were stuck on tissue, but the customer was able to release the tissue manually at the instrument. They did not need to use another instrument to pry open the jaws. There was no adverse effect to the grasped tissue. Just a loss of time and cost for another instrument.